Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Our distributor in (B)(4) is facing an issue with the rosa one brain spine system (3.1) with registration number (B)(4) installed at a hospital. It is used in brain cases. On 11-12-2019 when the system was started during registration the robot computer and the arm controller did not connect. The 'click' of the connection was not heard and registration could not be performed. So the technician tried connecting through kinneverif. During the process the system just shut down. They have tried it few times but the same error is occurring. This occurred during a demonstration.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the robotic arm could not connect to the system due to the electronic card (starc) that was not properly connected to the pci slot. Connecting the card to another slot solved the issue. As the device was properly working a month prior to the event, it is probable that an event provoked the disconnection of the starc card in between - however this hypothesis cannot be confirmed. Based on the investigation performed, the technical root cause of the event was determined to be the disconnection of the starc electronic card. The cause for the disconnection remains unknown.

Event description:
Our distributor in thailand is facing an issue with the rosa one brain spine system (3.1) with registration number (B)(4) installed at a hospital. It is used in brain cases. On 11-12-2019 when the system was started during registration the robot computer and the arm controller did not connect. The 'click' of the connection was not heard and registration could not be performed. So the technician tried connecting through kineverif. During the process the system just shut down. They have tried it few times but the same error is occurring. This occurred during a demonstration.